Event description:
It was reported that rv lead had "very high thresholds". The lead was removed and replaced. No patient complications have been reported as as result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (Date of death from no information to not applicable; patient outcome checked hospitalization). Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary results revealed that there were no anomalies found. The defibrillation conductor was distorted. Blood/body fluid was present on the distal conductor. Inner tubing was kinked/buckled. Outer tubing overlay had cosmetic environmental stress cracking and was breached cut. The outer insulation had a cosmetic depression. There was blood in/on the helix sleevehead and helix mechanism. There was a tip seal observation and apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
.